Manufacturer narrative:
The catalog number and lot code of this device are unknown. The device was reported to be an unknown exeter stem. It was noted that this device was used with mitch metal on metal hip devices manufactured by depuy. The information in this report was provided by a legal claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient had mitch metal on metal hip replacement with exeter stem in 2010. The surgeon has advised that the replacement has failed and requires revision.

Manufacturer narrative:
An event regarding pain involving an exeter stem was reported. The event was confirmed. All evidence, based upon both pre-revision studies as well as intra-operative findings including histopathology, confirms there is no conclusive evidence for the role of metal ions in the pathology scenario of this case and as such the correlation between complaints of the patient the presence of metal ion origin in the arthroplasty, taper or bearing, remains obscure and unproven as based upon the current level of evidence. This leaves the cause of the pain open to further investigation where there are indeed several open questions due to lack of adequate clinical and especially radiological information. Exact root cause of failure is therefore difficult to reconstruct given the lack of appropriate information but most probably should be found in an adverse mix of patient-related and procedure-related factors. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. This event relates to the issue with revision of a mitch trh metal-on-metal cup combined with an exeter stem due to pain some 3-years post primary implantation the pain was predominately in the groin and radiated down the thigh, was activity related with no start-up discomfort. The exact cause of this event could not be determined based on the information available. The medical review concluded that based on current findings, there is no evidence for device-related factors to have played a role although an exact reconstruction of the failure scenario would require more information, especially from radiology and explant materials analysis.

Event description:
Patient had mitch metal on metal hip replacement with exeter stem in 2010. The surgeon has advised that the replacement has failed and requires revision.